Event description:
Adverse event(s): "incision was widened" (eye injury), "the astigmatism seemed more remarkable than anticipated" (postoperative refraction, unexpected). Product problem(s): "broken trailing haptic" (break [haptic]). A user facility reported that during intraocular lens (iol) implant surgery, a broken trailing haptic was observed after lens insertion. The surgeon removed and replaced the lens during the same procedure. The incision was widened from 2mm to 6mm. In a follow-up, it was reported that the patient's astigmatism due to the enlarged incision, "seemed more remarkable than anticipated." The reporter indicated the use of a handpiece that is not approved for this lens model. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area returned on the anterior optic surface. A dvd was received which showed that during the lens advancement, the trailing haptic appeared to unfold and become trapped by the plunger. The reporter indicated the use of a handpiece that is not approved for this lens model. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information has been requested. (B) (4). (B) (4) (B) (4).